Event description:
Our sales rep, (B)(6), attended a hip surgery with dr. (B)(6) apparently during surgery the trial thread stripped and broke off. The surgeon removed the thread and debris from the wound. This caused a delay of 15 mins. According to the surgeon there's no complications due to the delay. The item will be returned for further investigation.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.